Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer / third-party service center for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the manufacturer / third-party service center visually inspected the device and has visualization of foam particles. In addition to above findings, there is a presence of contamination findings, which is foam in pcba. There is a presence of error code which is error code #270, in which an error in the cpu. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.